Event description:
It was reported that an occlusion alarm occurred, causing the customer's blood glucose level to read "high." The specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. Despite experiencing multiple occlusion events and frequent recurrences, the customer chose to continue using the original supplies and resumed insulin use.